Manufacturer narrative:
The customer was in the ER for alleged high bgs on 17-may-2023. On svn (B)(4) the customer high bgs on 02-may-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 17-may-2023 in the pump history file (primary svn (B)(4)). 05/10/2023 22:17:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 05/10/2023 22:27:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 05/11/2023 10:51:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 05/11/2023 15:26:40.000 batteryremoved (55). 05/11/2023 15:26:40.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/11/2023 15:27:00.000 batteryinserted (44). 05/15/2023 21:03:30.000 batteryremoved (55). 05/15/2023 21:03:30.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/15/2023 21:03:51.000 batteryremoved (55). 05/15/2023 21:03:55.000 batteryinserted (44). 05/17/2023 00:05:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/17/2023 00:15:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/17/2023 00:33:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 05/17/2023 01:44:08.000 batteryremoved (55). 05/17/2023 01:44:08.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/17/2023 01:54:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/17/2023 01:55:03.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 05/17/2023 01:55:15.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 05/17/2023 01:55:23.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 5/15/2023 at 3:48:59 pm. There was no power data available for the date of 05/11/2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. Lost sensor alert not confirmed. Low battery alert not confirmed. Pump error 23 not confirmed. Battery out limit alarm not confirmed. Please see below for the pump errors/alarms noted 1 week prior to the event date 02-may-2023 in the pump history file (svn (B)(4)). 04/25/2023 17:09:01.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 04/25/2023 20:13:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/25/2023 22:06:20.000 batteryremoved (55). 04/25/2023 22:06:20.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/25/2023 22:06:36.000 batteryinserted (44). 04/26/2023 02:38:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/26/2023 02:54:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 04/29/2023 09:11:01.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 04/29/2023 12:01:18.000 batteryremoved (55). 04/29/2023 12:01:18.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/29/2023 12:01:53.000 batteryinserted (44). 05/01/2023 21:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/01/2023 21:46:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 05/02/2023 20:19:01.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 05/02/2023 21:32:06.000 batteryremoved (55). 05/02/2023 21:32:06.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 05/02/2023 21:32:36.000 batteryinserted (44). Earliest power data available per the power management tool/detail trace file is on 5/15/2023 at 3:48:59 pm. There was no power data available for the dates of 04/25/2023, 04/29/2023, or 05/02/2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert not confirmed. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia . The blood glucose value at the time of the event was 770 mg/dl. High blood glucose was treated by overnight stay in hospital and emergency medical services. Troubleshooting was performed. Customer was using pump within 48 hours prior to event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.